Event description:
It was reported that liquid leaked past the bd luer-lok¿ syringe plunger. The following information was provided by the initial reporter, translated from portuguese: "liquid leaked from the plunger."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 303552, and lot number 2210365. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h.10.